Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) would not capture after inserting the rv pace/sense terminal pin into the device header. Testing was performed in cautery and non-cautery mode and capture still could not be obtained. Normal function was confirmed with the pacing system analyzer (psa). A new crt-d was connected and appropriate function was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.